Event description:
Patient with sacral ulcer had an antimicrobial ointment applied to the wound and covered with a tegaderm transparent dressing at an out-patient clinic. Shortly after leaving the clinic, patient had severe itching, swelling of the face and tongue, shortness of breath, wheezing, and tachycardia. Patient drove themselves to a nearby hospital emergency room, where the dressing was removed and a diagnosis of anaphylactic shock was made. Patient received treatment in the ER, was monitored in the ICU, and was discharged the following day. The tegaderm product and its packaging are latex-free and are made of synthetic materials. It is unknown if latex gloves were used during the dressing application.